Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to protruded/loose drive support disk. Failure analysis was unable to perform prime test due to loose drive support disk. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received with cracked reservoir tube.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was sticking out. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.